Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. If additional information or the sample is received, the investigation will be reopened and responded to accordingly.

Event description:
The customer reported the foley catheter easily came apart from the drainage tubing. There was no harm to the patient.

Manufacturer narrative:
The device history record (DHR) could not be performed because no lot number was not available. A sample analysis could not be done because there were no samples or digital image submitted for evaluation. The complaint will be reopened if a sample is received. The reported condition could not be confirmed. A root cause could not be determined. However, due to similar cases being reported previously for catheter detachment, a corrective and preventative action (CAPA) was opened to address the reported condition through a more robust investigation. Results of the investigation will be documented through this CAPA. This complaint will be used for tracking and trending purposes.